Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initializing screen without manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and failed to boot due to perpetually rebooting. Data was unable to be downloaded due to perpetual rebooting. The receiver was opened to unplug and plug in the battery to perform a download. Data still failed to download due to perpetual rebooting. Functional testing was unable to be performed due to perpetual rebooting. Confirmation of the allegation and a root cause could not be determined.